Event description:
A field service engineer was on site to perform a scheduled preventative maintenance service on this instrument and was informed that an erroneously low total psa had been reported out of the lab. In speaking with the customer, the event was found to have occurred as follows:the customer ran a total psa on a pt in the middle of a run and rec'd a result of 0.75ng/ml. This result was reported out, and the physician called to request a free psa. The same sample was retested for total psa as well as running a free psa. The repeat testing recovered a total psa result of 7.28ng/ml and a free psa of 0.646ng/ml. These results were reported out as well. The physician questioned the discrepancy in the total psa results, and the sample was again repeated and a corrected report was sent out.the customer indicated that there was no change in the pt's treatment based on the erroneous result. A false low psa result could contribute to a delay in diagnosis or changes in the course of treatment.